Event description:
It was reported that the user observed low remaining insulin and, during an evening supply change, noted absent drops up to a high priming volume. It was then discovered that insulin was leaking inside the ilet cartridge compartment, after which a new cartridge was installed with successful drop formation and delivery resumption. No reported adverse clinical effects reported. Outcomes included no impact to health and continuation of therapy after replacing the cartridge. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed that the initial cartridge was leaking and that correct attachment sequence restored expected priming behavior. It was concluded that the event was attributable to a leaking cartridge, and replacement resolved the issue.